Event description:
It was reported that a 250ml bag was programmed to infuse at 16.6ml/hr. However, the infusion was completed in 90 minutes instead. There was patient involvement but no harm. Although multiple requests have been made, the customer has not provided any additional information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : date of event, describe event or problem, concomitant med prod data annex b : b21. Annex c : c21. Annex d : d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a : a25. Annex g : g07001. Annex b : b01, b14. Annex c : c19. Annex d : d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not confirmed through a review of the device logs or through laboratory testing. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. ¿ the occluder spring test was performed on the suspect pump module, testing of the upper and lower occluder observed the device passing both tests. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ the pcu and its logs were not returned for investigation; however, a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. O on (B)(6) 2025 at 10:49 am the pump module alarmed for safety clamp open, and the administration set was inserted. O at 10:52 am an infusion was started with a rate of 16.632 ml/hr and a volume to be infused (vtbi) of 195 ml. O at 12:25 pm the infusion was paused. O at 12:27 pm the pump module was channeled off. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion form a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. ¿ the internal and external inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. All inspected parts were manufactured by bd. ¿ the bd alaris system user manual v12.1.2, states within warning and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Root cause: the root cause for the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues were observed with the suspect pump module during laboratory testing.

Event description:
It was initially reported that a 250ml bag was programmed to infuse at 16.6ml/hr. However, the infusion was completed in 90 minutes instead. There was patient involvement but no harm. Bd received additional information through due diligence attempts. It was reported that the event occurred on february 11, 2025, at 15:08:55. Although multiple requests have been made, the customer has not provided any further information.